Event description:
It was reported that the access system perforated the laa of the patient. Prior to the start of the procedure, it was noted that the patient had a mild and controlled pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. There were no difficulties noted during insertion of the access system, but it was difficult to reach the laa coaxially and a perforation occurred during maneuvering attempts with the access system. It was noted that the patient had a pericardial effusion with cardiac tamponade as a result of an laa perforation that was caused by the was. The physician performed a pericardiocentesis and deployed the closure device in the laa of the patient. As a result of this the bleeding was stopped. The patient remained hemodynamically unstable and required a blood transfusion. The patient was in a stable condition and was sent to the ICU to remain under observation. While in the ICU, overnight the patient became unstable and was brought to have open heart surgery. During surgery the perforation of the laa was repaired. The patient remains hospitalized, but is expected to make a full recovery from this event.

Event description:
It was reported that the access system perforated the laa of the patient. Prior to the start of the procedure, it was noted that the patient had a mild and controlled pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. There were no difficulties noted during insertion of the access system, but it was difficult to reach the laa coaxially and a perforation occurred during maneuvering attempts with the access system. It was noted that the patient had a pericardial effusion with cardiac tamponade as a result of an laa perforation that was caused by the was. The physician performed a pericardiocentesis and deployed the closure device in the laa of the patient. As a result of this the bleeding was stopped. The patient remained hemodynamically unstable and required a blood transfusion. The patient was in a stable condition and was sent to the ICU to remain under observation. While in the ICU, overnight the patient became unstable and was brought to have open heart surgery. During surgery the perforation of the laa was repaired. The patient remains hospitalized, but is expected to make a full recovery from this event. It was further reported that the closure device remains implanted in the patient. The patient has made a full recovery and has been discharged from the hospital.